Manufacturer narrative:
E1. Initial reporter phone: (B)(6). The promus premier ous mr 24 x 3.50mm was returned for analysis. A visual and tactile inspection identified no issues with the hypotube shaft, lumen or mid-shaft section. A microscopic examination of the crimped stent via scope found no issues. There were no signs of movement and the stent was set between the proximal and distal markerbands. The bumper tip showed no signs of distal tip damage. Dimensional testing of the undamaged crimped stent od (outer diameter) was measured by snap gauge and the result was within max crimped stent profile measurement.

Event description:
It was reported that stent moved on balloon occurred. The target lesion was located in the coronary artery. A 16 x 2.75 promus premier drug-eluting stent was selected for treatment. However, the stent moved during implantation. The device was removed, and the procedure was completed with a different device. No patient complications were reported, and the patient status was stable.

Manufacturer narrative:
E1. Initial reporter phone: (B)(6).

Event description:
It was reported that stent moved on balloon occurred. The target lesion was located in the coronary artery. A 16 x 2.75 promus premier drug-eluting stent was selected for treatment. However, the stent moved during implantation. The device was removed, and the procedure was completed with a different device. No patient complications were reported, and the patient status was stable.